Event description:
It was reported that upon an interrogation of this pacemaker the device was found to be in safety mode. It was noted that the patient presented to the emergency room (ER) due to having diaphragm stimulation. Technical services discussed safety core features. The physician was advised to hospitalize the patient and proceed with a device replacement. The patient is pacemaker dependent. Additionally, at the last in hospital follow-up, the remaining time to explant was at two years. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that upon an interrogation of this pacemaker the device was found to be in safety mode. It was noted that the patient presented to the emergency room (ER) due to having diaphragm stimulation. Technical services discussed safety core features. The physician was advised to hospitalize the patient and proceed with a device replacement. The patient is pacemaker dependent. Additionally, at the last in hospital follow-up, the remaining time to explant was at two years. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.